Event description:
The customer reported that a speaker malfunction error was displayed on the patient monitor. There was no report of patient harm. The device was not in clinical use at the time of the alleged malfunction.